Manufacturer narrative:
Recall #: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure to have her ipg replaced. The patient reported burning at her ipg site. It was also reported the patient has a history of falls. No further information is available at this time.